Manufacturer narrative:
Additional information for: an event of shortness of breath, dyspnea, stenosis and high gradient was reported. The investigation found that all three leaflets were calcified. All three leaflets contained tears. There was fibrous pannus ingrowth on the inflow and outflow surfaces of leaflet 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined, however the tears were associated with calcifications. The calcifications found would have contributed to the reported stenosis.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 21mm sjm trifecta valve was successfully implanted in the patient. During a follow-up, the patient was experiencing shortness of breath(sob) and dyspnea on exertion. The valve had become stenotic and the patient had a peak gradient of 65mmhg, mean gradient of 45mmhg and a valve area of 0.54cm2. The trifecta valve was explanted and replaced with a medtronic avalus valve on (B)(6) 2020. Upon explant calcification was noted on the valve. The patient remained hemodynamically stable throughout the procedure and was discharged at day 6 post-procedure.